Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting they can not load the stopcock into the inlet valve on their orthopat machine. No donor injury or reaction. No operator injury was reported. Upon eval of the returned device a blood spill was confirmed. Fluid ingress and electronic damage was also confirmed. The machine is now ready for use. (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting they can not load the stopcock into the inlet valve on their orthopat machine. No donor injury or reaction. No operator injury was reported.